Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; it was observed the outer tubing overlay was breached cut, apparent explant damage; the full lead was returned for analysis.

Event description:
It was reported that there were 2 lead revisions with diminishing r-waves and increasing threshold. The lead was removed and replaced. No patient complications were reported as a result of this event.